Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03298. It was reported the stimulation was auto reducing. Diagnostics indicated high impedances. Reprogramming was performed; however, it was unable to provide effective therapy. Patient reported falling a couple of times a few months ago. X-rays were taken however; no anomalies were confirmed. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03298. Additional information received indicated that surgical intervention was undertaken wherein both the leads were explanted and replaced. This addressed the issue.